Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the gz transmitter would not transmit and display more than one waveform at the cns at a time. They could choose what waveforms to send, but it would only send one. They were able to transfer the patient to a different gz transmitter to continue patient monitoring. No patient harm was reported. Investigation summary: an exchange unit was sent to the customer, and the complaint device was returned for evaluation. The evaluation noted evidence of previous fluid exposure in the ECG socket. The pins were discolored and accompanied by residue buildup. The reported issue was duplicated but could be resolved with multiple reseating of the ECG trunk cable. The cause of the malfunction was failure in the ECG socket due to fluid exposure. A review of the device's complaint history by serial number reveals no similar issues. Nihon kohden will continue to trend and monitor. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 11/04/2025 emailed the customer via microsoft outlook for the information in the ni list above: the customer replied with the incorrect information. Attempt # 2: 11/05/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 3: 11/12/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Additional information: b4 date of this report. D9 device available for evaluation?. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H3 device evaluated by manufacturer?. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the gz transmitter would not transmit and display more than one waveform at the cns at a time. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the gz transmitter would not transmit and display more than one waveform at the cns at a time. They could choose what waveforms to send, but it would only send one. They were able to transfer the patient to a different gz transmitter to continue patient monitoring. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the gz transmitter would not transmit and display more than one waveform at the cns at a time. No patient harm was reported.